Manufacturer narrative:
.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the dressing ripped her skin when removed. It caused irritation and pain. Patient continues to use product at this time while seeking a substitute.